Event description:
The reporter claimed that the patient has an intermittently power issue with her animas insulin pump and subsequently had elevated blood glucose of 367 mg/dl. The patient tested positive for ketones at the time of concern. During the alleged two power losses, the animas insulin pump went to zero units. Reportedly he rebooted her animas insulin pump and was able to correct her blood glucose to the 200's mg/dl. Troubleshooting revealed the battery compartment has corrosion while the battery cap could not be tightened adequately. The battery cap was never changed as recommended by animas. This complaint is being reported because the patient tested positive for ketones and had elevated blood glucose after the power issue began.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).